Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
On (B)(6) 2011, the pt's mother reported high and low blood glucose (bg) excursions. The pt's mother claimed that on the morning of (B)(6) 2011, the pt had a low blood glucose of 65 mg/dl with shakiness. The school nurse treated the pt and when pt's blood glucose was back up to 106 mg/dl he was sent back to class. Thirty minutes after correction, the rptr stated that the pt began to vomit and tested positive for ketones. The pt's blood glucose was not tested at that time and treatment received is unk. The pt's mother reported that when the pt's grandmother picked up the pt from school, his blood glucose was 16 mg/dl and 2 1/2 hours later it was 389 mg/dl. The rptr stated that the pump then alarmed for loss of prime. The pt and his grandmother did not know what to do when alarm was obtained. At the time of troubleshooting, the pt's mother stated that the low blood glucose the pt had in the morning while at school may have been as a result of pt's grandmother bolusing too much for breakfast. The rptr confirmed cannula was not bent, and there were no air bubbles in cartridge or any leakage observed. The pump time and date settings were correct and there were no related alarms. Review of pump history revealed that basal rates were correct and bolus amounts matched total daily delivery. However, while reviewing pump history it was noted there was no record of a lunch bolus for (B)(6) 2011 and (B)(6) 2011. The pt is reportedly given insulin by school nurse. On (B)(6) 2011, when pt stayed home from school lunch bolus is accounted for in pump history. This complaint is being reported because the pump was in use at the time of the blood glucose excursions.